Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that one day post placement, the physician found that bile ("small amount") was leaking from the distal joint of drainage catheter. As a result, the catheter was removed and replaced with another one.